Event description:
It was reported that a caucasian, with cancer and no history of allergy, was scheduled for a nephrectomy. An arterial line was inserted followed by placement of an arrowgard cvc in the right internal jugular vein, after a chlorhexidine skin prep. The pt's bp dropped to 30/15. Ephedrine, adrenaline, crystalloid, colloid, piriton, and hydrocortisone were given, but bp didn't recover until the arrowgard catheter was removed. The pt recovered from this reaction caused by chlorhexidine and confirmed by a skin patch test.